Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the round screw fell off of the navlock, universal tracker adaptor for instruments from 20 to 27mm during training at the manufacturer sales representative's home. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the round screw fell off of the navlock, universal tracker adaptor for instruments from 20 to 27mm during training at the manufacturer sales representative's home. There was no patient involvement and no adverse consequences associated with the device.